Event description:
It was reported that the patient presented in clinic. Device interrogation showed that the patient's right ventricular (rv) lead exhibited noise oversensing. Programming changes were made to disable high voltage therapy. The rv lead was capped on (B)(6) 2025. Patient was stable.